Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The physician operates the patient on (B)(6) 2014 for drain a supratentorial tumor cyst and corrects a deformity cranial with antibiotic cement. On (B)(6) 2014 a bulge is seen in cement of the cranioplasty causing compression of brain tissue, for this the cement of cranioplasty is removed and is replaced.

Manufacturer narrative:
The cement from the photographs appears to contain macro porosity. This could have occured during the curing of the cement, due to the thickness of the formed implant combined with the exothermic temperature of the cement. In addition the surgeon has applied a very thick layer of cement, typically the cement would be prepared into a thin sheet prior to applying it to the patient. Cmw 1g cement is not indicated for use in cranioplasty. No work has been carried out at depuy synthes to confirm the cement's suitability for use in cranioplasty. The use of cmw 1g cement in cranioplasty is therefore off-label use. Review of the device history records did not reveal any related manufacturing deviations or anomalies. No evidence was found product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).